Event description:
It was reported that patient was in ventricular tachycardia and required external defibrillation, because the device reached end of the battery life and it did not deliver shock after charge time out. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.